Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with approximately 400 units of insulin, and the insulin gauge displayed less than 200 units. There was no impact to the customer's blood glucose level. The customer will continue using the pump for continued insulin therapy.